Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump buttons/keypads functioned properly and passed displacement test. No unexpected numbers ramping on their own noted during testing. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, and stained end cap sticker.

Event description:
Customer called to report that there is damage to the insulin pump. Customer reported that numbers started to scroll up without pressing the buttons. Customer's blood glucose reading was 79 mg/dl. Nothing further reported.